Event description:
Axsym and xsystems quinidine calibrators and controls are exhibiting a loss of concentration after 9 to 10 months of dating. This loss of concentration is resulting in controls out of specification results. When controls and calibrators that are past 9 to 10 months of dating are run together, control results are within specifications; however, results may be falsely elevated.

Manufacturer narrative:
Continued: axsym quinidine calibrators, list # 7a73-01, lot #: 44794q100, exp: 08/09/07 and 4244q100, exp : 5/17/07. Axsym quinidine controls, list # 7a73-10, lot #: 40454q100, exp : 04/04/07, 43273q100, exp: 6/23/07 and 47028q100 exp: 10/14/07. X-systems quinidine controls, list # 9506-10, lot #: 41743q100, exp : 4/13/07, 44161q100, exp: 8/23/07 46295q100, exp : 8/23/07, 48293q100, exp : 1/04/08 and 50238q100, exp : 5/20/07. X-systems quinidine calibrators, list # 9506-01, lot # : 42442q100, exp: 7/17/07, 44791q100, exp : 10/09/07, 46753q100, exp: 12/10/07, 48107q100, exp: 10/9/07 50236q100, exp: 4/21/08 and 51591q100, exp : 4/21/08. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.